Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced an air embolism with a one-link non-dehp standard bore catheter extension set. The one-link was ¿placed in the field by ems¿ (emergency medical services). The one-link was used in conjunction with clearlink system continu-flo solution set. One liter of normal saline was infused using a non-baxter ¿pressure bag¿. The nurse ¿burped the bag¿ and got all the air out prior to using the bag. No pump was used during this event. The patient experienced hemodynamic decompensation, tachypnea, shortness of breath, and tachycardia. An air embolus measuring 13mls was observed in the right ventricle and 2mls of air was aspirated out of the central catheter (detection method of the air embolus was not reported). The patient received unspecified medical intervention and has since recovered. Additionally, no leaks were noted in the line and air (bubbles) were not visible in the line. No further information was available at the time of this report.